Event description:
During review of the vns programming history available to the manufacturer, it was noted that interrogation of the patient's settings on (B)(6) 2009 revealed the parameters were indicative that a system diagnostics test had faulted resulting in an unintended change in settings. The patient had previously been seen on (B)(6) 2008 during which time a system diagnostic test was performed. A final interrogation was not performed to confirm the patient was at intended settings. No adverse events have been reported as a result of the change in settings. The physician began titrating the parameters back to therapeutic levels upon discovery.

Manufacturer narrative:
Analysis of programming history.